Manufacturer narrative:
(B)(4). Exemption number e2016004.

Event description:
On may 27, 2016, nakanishi received an email from a distributor ((B)(4)) describing a burn to a patient. Details are as follows: on may 13, 2016, (B)(4) was made aware of an unconfirmed event with one of its devices. A dental office assistant contacted nam regarding handpiece x95l ((B)(4)). The dental office assistant said that the handpiece got hot and burnt a patient. But the dental office assistant could not provide additional information at the time of the phone call. (B)(4) contacted the dental office to obtain more information needed and the (B)(4) patient information form was immediately forwarded to dental office assistant to be completed. (B)(4) instructed the dental office to immediately send in the handpiece for evaluation. (B)(4) received the patient information form from the dental office on may 23, 2016, and details are as follows: the event occured on (B)(6) 2016. The dentist stated that a crown procedure was being performed and that the handpiece got hot and burnt patient's cheek. The patient was under local anesthesia. The dentist determined that no medical treatment was needed by the dentist. The dentist determined that there was no follow up necessary with the patient.

Manufacturer narrative:
Upon receiving the device involved in the adverse event, nakanishi conducted a failure analysis of the returned device: methodology used: nakanishi examined the device history record for the subject x95l device (serial number (B)(4)). There were no problems observed during the manufacturing or testing noted in the DHR. Nakanishi conducted a visual inspection of the returned device and performed a simple movement test. - nakanishi set a test bur in the handpiece and rotated it by hand. Nakanishi observed that the bur could not be rotated by hand. - nakanishi did not observe any damage on the exterior. Investigation of overheating: temperature sensors were first attached to the exterior of the device at various test points (i.e. Most proximal to the patient, testing point (1), and along points further towards the distal end of the device, testing points (2) through (4)). The test was set up to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure temperature) to each point. Nakanishi rotated the motor at 40,000 min-1, which is maximum rpm for the motor that drives the handpiece (200,000 min-1 for the handpiece), with water spray, and measured the exothermic situation. Nakanishi observed abnormal temperature rises at test points (1) and (2) 13 seconds after the start. Temperature measurements 13 seconds after the start are as follows: - test point (1): 53.4 degrees c, - test point (2): 71.2 degrees c, - test point (3): 30.2 degrees c, - test point (4): 30.6 degrees c. The temperature testing was conducted for 13 seconds into the planned 5 minute evaluation. Nakanishi washed the inside of the handpiece using nakanishi pana-spray-plus as defined in the operation manual. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed that the bearing was damaged and the bearing retainer (ball retaining plastic part) was missing. Nakanishi also confirmed strong wear to the gear meshing portion inside the cartridge gear part and the clutch gear part. Nakanishi took photographs of all of the disassembled parts and kept them in a file. Nakanishi then replaced the cartridge containing the bearing and measured the exothermic situation yet again. There was no abnormal temperature rise during the test period. Nakanishi confirmed that the returned handpiece was operating as expected and within temperature specification once the damaged cartridge had been replaced. Conclusion reached based on the investigation and analysis result: nakanishi identified that the cause of the overheating of the returned device was abnormal resistance during rotation caused by the damaged bearing. A lack of maintenance causes the accumulation of dirt (abrasive powders/foreign materials) in the inside parts, which causes dirt/debris ingress into the bearing during rotation. This contributes to the handpiece overheating. In order to prevent a recurrence of the handpiece overheating, nakanishi took the following actions: nakanishi reviewed the operation manual and reconfirmed clarity and understandability of the instructions. Nakanishi reported the above evaluation results to (B)(4) and directed (B)(4) to remind the user of the importance of maintenance as instructed in the operation manual. On november 21, 2016, nakanishi contacted (B)(4) to request the patient age and weight, which were missing in the initial report. Nakanishi received an email from (B)(4) on november 23, 2016, stating that the dentist did not disclose the patient age and weight.